Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that the bur broke at the shaft. No adverse consequences were reported.